Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 06dec2019.

Event description:
The manufacturer's field service engineer reported a ventilator with a message of a system restart, found in the device's event log. The manufacturer's field service engineer confirmed the reported problem. There was no patient harm or involvement. The manufacturer's field service engineer replaced the cpu printed circuit board as a precautionary measure from this observed event.